Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar rv pacing due to high out-of-range rv pace impedance measurements greater than 2,500 ohms. Following the switch to unipolar rv pacing, there was noise, myopotential oversensing, and pacing inhibition for greater than 2 seconds. Technical services (ts) recommending bringing the patient in for programming to compare unipolar and bipolar sensing/pacing. It was noted that that the patient was pacer dependent. Additional information received indicated that the pacemaker and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker and this right ventricular (rv) lead triggered a lead safety switch (lss) to unipolar rv pacing due to high out-of-range rv pace impedance measurements greater than 2,500 ohms. Following the switch to unipolar rv pacing, there was noise, myopotential oversensing, and pacing inhibition for greater than 2 seconds. Technical services (ts) recommending bringing the patient in for programming to compare unipolar and bipolar sensing/pacing. It was noted that the patient was pacer dependent. Additional information received indicated that the pacemaker and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.